Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient experienced shocking sensations. Prior to the reported event, the patient was receiving effective therapy with hf10 for nearly a year. The device was explanted and follow up indicated that the patient has recovered without sequelae.